Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia adapter standard and one endo gia¿ 60mm articulating vascular/medium reload both opened by the account. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 1 autoclave cycle for the adapter. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was inspected and appeared intact. No signs of damage were noted to the reload. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery and handle were not returned, pmv representative ones were utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The returned endo gia¿ 60mm articulating vascular/medium reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The jaws of the reload were opened and closed repeatedly without difficulty. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The returned endo gia¿ 60mm articulating vascular/medium reload was then fired. The reload cut cleanly on the appropriate test media and all staples were properly formed. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the jaws of the reload did not open upon loading it to the handle device. The reload disengaged from the adapter without the pressing of the release button. It is unknown what the status indicator light displayed.